Event description:
The customer tested his blood glucose using his contour meter and rec'd a reading of either 219 or 220 mg/dl. He retested using another meter and rec'd a reading of 117 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips for eval. Replacement test strips were sent to the customer.